Event description:
It was reported that the cup and head were removed and revised. Alval like symptoms when opened, as described by the surgeon. Revision went smoothly. On (B)(4) 2013, the sales rep indicated that the cup was revised because of loose and painful components.

Manufacturer narrative:
The sales rep indicated that he will try to obtain permission to return the device for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned,

Manufacturer narrative:
An event regarding loosening involving a trident acetabular shell was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. The reported event was reviewed by a consulting clinician who concluded "in conclusion, real alval was certainly not present, unless proof of contrary by proper histopathological confirmation but more probably was caused by metal-contact related issues in the arthroplasty which by exclusion of other potential sources in this arthroplasty were most probably caused by component impingement. This always relates to component malposition, often the cup, and as such is procedure-related in nature. More than a strong suspicion for such a root cause of failure can however not be expressed due to lack of further adequate information. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the cup and head were removed and revised. Alval like symptoms when opened, as described by the surgeon. Revision went smoothly. On october 2, 2013, the sales rep indicated that the cup was revised because of loose and painful components.